Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported that "during the catheter insertion procedure, the half of the balloon stuck in sheath. Change the new catheter". No patient injury or consequence reported. The patient's current condition is reported as "fine".

Event description:
It was reported that "during the catheter insertion procedure, the half of the balloon stuck in sheath. Change the new catheter". No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The serial number on the returned sample is (B)(6). Returned for investigation was a 40cc 7.5fr ultraflex intra-aortic balloon catheter (iabc) without the original packaging. The sample was returned in a cardboard box and was in a sealed ziploc bag. Upon return, the one-way valve was tethered to the short driveline tubing. The iabc bladder was loosely wrapped. Dried blood was noted on the exterior surfaces of the returned sample. No blood was noted within the helium pathway. No visual damage or abnormalities were noted to the returned sample. The sheath in question was not returned with the sample. The bladder thickness was measured at six points with measurements ranging from 0.0061in-0.0067in and was within specification of process document. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute according to quality system document. The iabc central lumen was aspirated and flushed using a 60cc lab-inventory syringe. No abnormalities or debris were noted. The iabc was leak tested in accordance with testing methods from manufacturing procedure. No leaks were detected. Full inflation was achieved. The device passed the leak test. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. No resistance was noted; the guidewire was able to advance through the central lumen. No blood or debris was noted. The returned iabc could not be advanced through a lab inventory sheath due to the returned state of the device. Upon return, the bladder was loosely wrapped. As a result, difficulty may occur if the iabc is attempted to be inserted through a sheath with the bladder loosely wrapped. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint that the "half of the balloon stuck in sheath" is not confirmed. The sheath in question was not returned for investigation. An iab catheter was received for the investigation with no damage or abnormalities noted. During the investigation, the returned intra-aortic balloon catheter (iabc) passed dimensional and functional test specifications. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.